Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one introducer needle was returned for sample evaluation. Visual, microscopic visual and functional evaluations were performed. The sample was noted to be clean. Cracks were noted on the introducer needle hub. Upon infusion, leaks were noted from the introducer needle hub. Manufacturing review was performed and "cracked introducer needle" was verified. Closer view revealed a crack in the needle luer, the needle was noted to be connected to a syringe attempting to infuse a transparent substance, fluid leakage was observed through the needle crack. Therefore, the investigation is confirmed for the reported crack needle. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1(medical device brand name), d4 (medical device catalog #, unique identifier (UDI) #), g2, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure, the needle allegedly found crack and broken when opened the kit. There was no patient contact.

Event description:
It was reported that during preparation for a port placement procedure, the needle allegedly found crack and broken when opened the kit. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.